Event description:
It was reported that right ventricular (rv) right atrial (ra) leads were explanted and replaced due to dislodgement and non-capture. Dislodgement was confirmed by x-ray. Both leads were explanted and replaced by leadless pacemaker. The patient is in stable before, during and after procedure.